Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Pace impedance for the rv lead (lv device port) low at 76 ohms in bipolar mode on (B)(6) 2016. (B)(4).

Event description:
It was reported that during a device replacement procedure, the right ventricular (rv) lead exhibited low pacing impedance. As a result, the left ventricular (lv) lead was connected to the rv port of the device and the rv lead was connected to the lv port of the device. The device was programmed with only lv pacing. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.